Manufacturer narrative:
In response to FDA report number mw5085807. The reason for reoperation "rheumatoid arthritis." Further information from the reporter regarding event, product, or patient details is not available as no contact information was provided. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported, via voluntary medwatch, right side ¿arthritis pain in my fingers, wrists, elbows, and knees, rheumatoid arthritis, series of adverse events including, my breast are in pain (stabbing, twisting and tightness), lump in armpit that went into lymph interaction that resulted in the armpit lump swelling to golf ball size, began to fear that I had aids, I find this very troubling and I have a true concern on the detriment these breast implants have placed on my health." Device remains implanted.